Event description:
Two devices (part#mcen37-3-0) were returned to mxi service & repair.

Manufacturer narrative:
Device 2: mcen 37-3-0 (lot #unk) - manufacturing date: unk. Devices (part#mcen37-3-0) were evaluated and indicated that laser welding was broken on one cannula. The second was repaired externally. (B)(4). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).